Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests to assess the functionality of the device. All the samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, sleeve leakage, or other leakage during the draw. Additionally, all 30 retained samples passed functional tests for retraction lockout, as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: leakage during use and sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, backflow of blood from device to patient was seen with two (2) devices resulting in sample leakage. An unspecified number of devices are also exhibiting leakage as a result of poor sleeve function. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, backflow of blood from device to patient was seen with two (2) devices resulting in sample leakage. An unspecified number of devices are also exhibiting leakage as a result of poor sleeve function. No adverse impact was reported regarding the patient or user.